Manufacturer narrative:
Concomitant medical products: 6947-58 lead, implanted: (B)(6) 2012; 5076-45 lead, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain at the pocket site and it was determined the left ventricular epicardial leads were "protruding up" - but not through - the skin. It was noted there was no sign of infection, nor erosion. The pocket was revised and the leads remain in use. The patient was a participant in the (B)(6) trial ((B)(6)). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.